Event description:
The reporter states doing back to back blood glucose tests, within in a couple of seconds of each other, using separate finger sticks. Rptr's results were 350 and 489mg/dl. Rptr was experiencing extreme thirst, hunger and frequent urination. A control test was high, out of range, 218 (102-153). On followup, rptr checking the confirmation dot, and described accurate testing technique. Rptr had, however, been cleaning meter with alcohol. A control test with new supplies passed, and had tested same as doctor's (details not given.) No harm was alleged.